Event description:
It was reported chest pain occurred. The left atrial appendage (laa) closure procedure was conducted with conscious sedation rather than general anesthesia. The 24mm watchman flx closure device was deployed, met release criteria, and was implanted without issue. During the release criteria, the patient was asked how they were feeling. They stated they were experiencing chest pain at a six or eight on a scale of ten. The closure device was released. The doctor checked the patients vitals and examined the heart on intracardiac echocardiography (ice). The doctor saw an irregularity in the left ventricle (lv). They wanted to rule out an air embolism. Arterial access was gained and coronary catheters were inserted to check the lv and coronaries. No air was identified. The patients chest pain went down to a two out of ten after some pain medicine. There was no st elevation.